Event description:
There was no injury to the patient. Rn who wrapped item prior to IV insertion noticed brownish red dried material at the end of the device (part that is attached to the IV catheter itself). She did not use the device and the patient never saw or came in contact with the device. The device was not used on the patient.